Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on intact human chorionic gonadotropin + the beta subunit (hcg+b) for one patient sample. All results are in miu/ml. The patient was born in (B)(6), the customer refused to provide the birth month and date. The initial result was 1207 and was generated at 09:46. This result was reported outside of the laboratory. The patient was told she had miscarried and an ultrasound was performed, which found there was a live baby. The customer could not provide further information on the patient's condition. The sample was repeated once on cobas 6000 e601 (e601) analyzer serial number (B)(4). The first repeat result was 10,000, accompanied by a data flag. The sample was then repeated with a dilution and generated a result of 84,614. The second repeat was performed on the original e601 analyzer and was generated at 15:42. The second repeat result was 10,000, accompanied by a data flag. The sample was then repeated with a dilution and generated a result of 79,258. The lot of hcg+b reagent in use was 16956305, with an expiration of 01/31/2014. The field service representative was unable to find a cause. He checked the syringes for air and checked adjustments. He did note that there were bubbles in the microbead compartment of the reagent pack. He did performance testing, which was successful.

Manufacturer narrative:
The investigation could not determine a specific root cause. The calibration and qc information was evaluated and did not identify a general reagent issue. Analyzer performance checks were within specification. There was no evidence of an instrument related problem. It was noted that the tube manufacturer's specifications were not followed. Inappropriate pre-analytical handling and not using the recommended rack adapters were identified as potential causes.